Manufacturer narrative:
(B)(4). Medwatch - uf/importer# - (B)(4). Visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based on a lot number from sales history. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of difficulty threading the catheter into the epidural space could not be determined based upon the information provided and without the sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided by the customer. A device history record review was performed based on a lot number from sales history. The potential cause of difficulty threading the catheter into the epidural space could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that they were unable to pass the catheter into the epidural space. A different catheter was used without issue. No patient injury or harm.